Manufacturer narrative:
This device is reported to be available for analysis but has not been documented as received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 6-12f mynx control venous vascular closure device (vcd) deployed while entering the hemostatic valve and could not pass through all the way. The sealant sleeves were damaged. The device was not usable since the plug had been hydrated. Hemostasis was achieved by manual compression. There was no reported patient injury. The device was removed from the packaging as per the instructions for use (IFU). An unknown 10f sheath was used. Other procedural details were requested but were not provided. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the plug of a 6-12f mynx control venous vascular closure device (vcd) deployed while entering the hemostatic valve and could not pass through all the way. The sealant sleeves were damaged. The device was not usable since the plug had been hydrated. Hemostasis was achieved by manual compression. There was no reported patient injury. The device was removed from the packaging as per the instructions for use (IFU). An unknown 10f sheath was used. Other procedural details were requested but were not provided. The device was not returned for evaluation. A product history record (phr) review could not be conducted as a lot number was not provided. The reported events of ¿sealant sleeves (cartridge assembly)-damaged¿ and ¿mynx control system-deployment difficulty-premature¿ could not be observed as the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the information available for review, it is difficult to determine what factors may have contributed to the reported events. However, as the issue reportedly occurred during insertion into the sheath, procedural/handling factors (such as using excessive force during insertion, incorrect insertion angle, and/or not supporting the distal end during insertion into the sheath) and/or the condition of the procedural sheath (which also was not returned for analysis) are possible. It should be noted that the mynx control venous device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. The sealant is placed right under the sealant sleeve assembly and is protected from being exposed prematurely. The slits are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control venous vcd within the IFU displaying the sealant sleeve slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states in step 1: position balloon, ¿carefully hold and insert the atraumatic catheter tip of the mynx control venous vcd 6f-12f through the sheath valve. Align the device to the relative angle of the procedural sheath and carefully advance the catheter until the sheath catch is adjacent to the hub of the sheath. Rotate the sheath catch as needed to hook onto the sideport of the procedural sheath.¿ based on the information available for review, there is no indication that the reported event is related to the design or manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time.